Manufacturer narrative:
Pump properly paired guardian link [3] transmitter. No unexpected alarms noted during testing. No communication anomaly noted. Unit sc1-cap locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, minor cracked lcd display window, and stained keypad overlay. Alleged cosmetic damage was confirmed where minor cracked lcd display window was noted. Alleged no communication between pump and transmitter not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported cosmetic damage: a crack near the screen of the pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The crack affected pump functionality, specifically causing lost signal issues. The infusion set showed signs of damage, but the reservoir and retainer ring did not. No harm requiring medical intervention was reported. The customer was advised to discontinue pump use and revert to the backup plan as per hcp instructions; the product mmt-1886 will be returned for analysis.